Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device failed to discharge via paddles. The device then switched mode on it's own. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.